Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the emerge balloon catheter. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall 3.5mm distal of the proximal markerband. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 12mm emerge¿ balloon catheter was advanced for pre-dilatation. However, during the second inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 12mm emerge¿ balloon catheter was advanced for pre-dilatation. However, during the second inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.